Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received to perform an investigation. Visual and functional testing were performed. A visual inspection found the tamper seals intact and the device cases in excellent condition. A review of the event history log identified primary audible alarm in the history. Functional testing was performed using an occlusion test. Testing was unable to reproduce the reported problem. The root cause of the problem was unable to be determined. The speaker was replaced as a preventive measure. A corrective and preventive action (CAPA) was initiated to address this issue of primary audible alarm background test. This MDR was generated under protocol (B)(4).

Event description:
It was reported that a primary audible background test occurred. No patient injury was reported.